Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 11/15/2018 resulted in defect found: discoloration observed on strips. Final root cause: rc- 003 other root cause: black chemistry due to improper storage. Note: manufacturer contacted customer on 11/13/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 97 - 104 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, back to back blood test was not performed by the customer. Product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/30/2019. Test strips were opened last year (expired). Test strips are not part of recall. The meter memory was reviewed for previous test result history: (B)(6).